Event description:
An ophthalmic surgeon reported that the tip of the cutter broke, it is unk at what point during the procedure this event was noted. Add'l info was requested.

Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (9) were released on acceptance criteria. Loose needle issues were detected on 2 of 9 lots and were mitigated via a rework prior to release. The root cause has not yet been determined. An engineering solution for this issue was implemented for an icure process for the needle-stiffener assembly bonding. (B)(4).